Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and trace ketones. Subsequently, the customer experienced ¿extreme headache, typical hyperglycemia symptoms, lessened balance, dehydration, thirst, and dry mouth.¿ the cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.